Event description:
I had the ethicon prolene hernia system installed (B)(6) 2009 for a left inguinal hernia. I had been a relatively healthy person up to this point. However, I never felt like I fully recovered since the surgery and by the summer of 2010, I saw a specialist to examine me for ongoing pain in the surgical area. Unfortunately, the doctor could not advise much as I was not immediately having a mesh failure. However, he advised me to take it easy despite pain symptoms occurring with simple tasks such as lifting a grocery bag. I have had increased pain and discomfort the last 4 years in the surgical site. I became very depressed as I could not figure out why I was still hurting after a routine surgery. I suffered two nervous breakdowns and had to leave my job in 2011. I have since gone on disability due to increased pain in conjunction with severe depression and anxiety. I suffered a variety of pain sensations in the mesh area from stabbing pain, burning pain, dull aches in the mesh and down to the hip joint at times. I also have an ever increasing itching sensation under the skin that has gotten worse recently. I have now developed pain down to my left testicle that frequently becomes painful with very little physical movement. I have consulted doctors in 2012 and 2013 at the (B)(6). They said I suffered meshoma and at that time last year, my mesh was intact but they confirmed pain was a becoming a common side effect with hernia mesh repairs. I went through a series of tests at the (B)(6) to clear me for the pain clinic there. I have had two nerve blocks in the inguinal and genital nerve tracks this year with virtually no relief. I have had to go onto medicare this year and find new pain clinic providers. While the (B)(6) had suggested not doing corrective surgery due to the risks of increased pain unless the mesh fails. However, I am at the stage of reconsidering corrective surgery as I can not handle the pain every day as it is. I can barely function with day to day basic activities such as getting groceries or basic house cleaning which can induce bouts of increased pain for 1-5 days. Prolonged periods of standing 5-10 mins, walking, or event sitting causes pain. Keep in mind, I used to jog and hike mountains for exercise and fun. I can not walk without pain for any measurable distances. I feel as if I have a sizable heavy object under the skin virtually all day. I have endured bowel constipation ever since the surgery. At times, it was very bad despite not having issues prior to the surgery. I still have bouts of constipation and painful irregularly large bowel movements frequently to this day. I have even developed hemorrhoids due to ongoing bowel problems. It has completely changed my life for the worse despite my hernia surgical doctor said there was virtually a zero percent chance of failure in 2009. She never mentioned possible side effects and I trusted she was informed properly. Had I know what I know now, I would have opted for the old fashioned suture surgery. Please recall this product and help others avoid this pain and suffering for a routine surgery.